Event description:
Imed keypad failure. The keypad 'start' switch on this pump did not respond. Out of the 44 pc2tx pumps purchased between 7/98 and 2/01, 22 of the pumps have had 'start' key failure. Misalignment of the key was found by the manufacturer, as well as some abuse issues. The manufacturer has replaced the keypads.